Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that an endotracheal tube began to leak. Customer indicated that there was no patient involvement associated to this event.